Event description:
Per importer's MDR: a malfunction involving a breezy ultra 4 was reported to sunrise medical on (B)(6) 2014. The dealer reported that the end-user was getting out of the shower to transfer into his wheelchair when the cross brace snapped at the center bolt. When the cross brace snapped, the end-user's body sunk in the chair and forced the armrests into his sides pinning him in his wheelchair. The dealer also stated that the end-user's mother had to call the paramedics since she couldn't pick her son up out of the wheelchair. The end user stated to the dealer that he was not seriously injured, but that he did have a bruise on his side.

Manufacturer narrative:
We are working with sunrise to implement the improvement.